Manufacturer narrative:
Concomitant medications: amlodipine, asa, atorvastatin, glipizide, lansoprazole, montelukast, nasonex, trazodone results: a review of the manufacturing records for the device verified the lot met all pre-release specifications. Results: an explant analysis is currently in progress.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2009, a patient was implanted with gore® excluder® aaa endoprostheses to repair the abdominal aorta at the infrarenal level. The device was ballooned post-implantation. On (B)(6) 2014, a computed tomography angiogram revealed a persistent type 1a proximal cuff endoleak with aneurysmal enlargement. On (B)(6) 2014, the gore® excluder® aaa endoprostheses were explanted. The patient did well following the procedure.